Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for non-sustained lead noise. The lead noise was reproducible with isometric testing. Monitoring will continue.